Manufacturer narrative:
Concomitant medical products: product ID 377760, lot# v001707, implanted: (B)(6) 2006. Product type: lead: product ID 377760, lot# v001707, implanted: (B)(6) 2006. Product type: lead: product ID 37752, serial# (B)(4), implanted: (B)(6) 2006. Product type: recharger: product ID 37742, serial# (B)(4), implanted: (B)(6) 2006. Product type: programmer, patient. (B)(4).

Event description:
Additional information received reported the patient was receiving effective therapy after the ins replacement.

Event description:
It was reported that the patient had their implantable neurostimulator (ins) replaced. It was initially stated there were coupling and communication issues with the ins. The patient reportedly had "a problem with keeping a charge on the implant." It was also stated that the last time the patient felt a "tingling sensation" was a year prior to report. It was noted that the device had a power on reset (por) condition and that neither the physician nor patient programmer could "communicate" with the ins. It was later confirmed that the ins was in overdischarge. After six "unsuccessful" cycles of the physician reset mode, the ins was replaced. Additional information has been requested. If additional information becomes available, a supplemental report will be filed.